Manufacturer narrative:
(B) (4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on 03/11/2009, that a customer had an issue with a foley catheter. The customer reported that the balloon would not deflate, and the pt was sent to the hospital, where catheter was removed from the pt while the balloon was still inflated.